Event description:
It was reported that after the patient was released from the cath lab post-implant, no sensing was observed. The following day, loss of capture and lead dislodgement were noted. Patient is pacemaker dependent. Physician decided to implant a temporary pacing lead to maintain patient's heart rate until the ventricular lead is repositioned. The lead was repositioned on (B)(6) 2017. Patient is in stable condition.